Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Log file analysis confirmed the reported event; a controller power up and motor start event was noted on the reported event date. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Supplemental testing indicated sound levels to be at or above specifications. Furthermore, supplemental testing verified that the charging system, which charges the internal nimh battery, worked as expected. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller no sound are most often attributed to a faulty speaker or a depleted nimh internal battery. In the absence of a device malfunction, the root cause of the reported event cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient reported that she had an incident approx 1 week prior where she accidentally disconnected both power sources at the same time in the middle of the night. She reported no audible alarms and was only aware that there were no lights at all on the controller (she was in darkness) and she quickly plugged a battery in. There was no evidence of this on monitor review. Log file were sent to the manufacturer and confirmed 1 controller power up and associated motor start event on primary controller indicating that both power sources were disconnected from the controller. There was no effect on the patient. There is no other information available at this time. The investigation is ongoing.